Manufacturer narrative:
The patient continues to experience discomfort intermittently. The implanting clinician is evaluating the condition and beliefs the patient needs to heal before deciding on the course of treatment. No revision/explant scheduled at this time. The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile, expired device, not prepping the skin, not irrigating the incision site, not using antibiotics, using inappropriate tools, patient picking at the wound, and multiple tunneling attempts have been ruled out as potential causes. However, the questionnaire shows the patient engaged in strenuous activities including twisting or stretching, which may have contributed to the occurrence. In addition, the implanting clinician disclosed the occurrence may be a nerve impingement that occurred during fixation or the patient is slower to heal. The stimulator is used to treat pain. The cause of the discomfort is potentially related to excessive twisting or stretching (user error - patient), and the patient may have been a poor candidate due to slow healing.

Event description:
Patient reported stabbing pain at incision site of implanted device if the patient sits for more than 30 minutes. The pain only appears if the patient is sitting for long periods of time.